Event description:
It was reported that balloon rupture occurred. The target lesion was located in a superficial femoral artery. A 6.0x220x150-hybrid sterling balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with different device. No patient complications were reported. It was further reported that the balloon ruptured during second inflation at 4 atmospheres.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in superficial femoral artery. A 6.0x220x150-hybrid sterling balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient was stable.